Event description:
A sales representative reported that a surgeon has observed an increase in mesh erosion cases compared to what he has experienced over the past 15 to 20 years. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. All devices undergo thorough inspection and testing to ensure they meet acceptance criteria before being released. This specific device met all necessary criteria and specifications prior to its release. The details of the complaint seem to reflect the surgeon's preference rather than any malfunction of the device. No device-related issues were reported, and no additional information was obtained from the user. This report consider as part of CAPA ca25-512. The manufacturing number is (B)(4).